Event description:
Customer reported an unexpected negative reaction with capture-r ready ID (crrid) on the echo. The patient sample had a history of anti-jk(a) and anti-fy(a). Anti-jk(a) was detected on the echo, but the anti-fy(a) was not detected.

Manufacturer narrative:
Reactivity of the jka and fya antigens were confirmed on retention crrid, lot id104 and crrs(3), lot r027. The customer's returned samples ( from the same patient) were tested with retention crrs(3), lot r027 on an in-house echo. Positive reacrtivity was observed with one sample on cell I and cell ii; no reactivity was observed with cell iii. Strong reactivity was observed with the other sample on cells I, ii and iii. The customer's samples were also tested with retention crrid, lot id104 on an in-house echo. An invalid interpretation was observed with 1 sample. The other sample gave a positive interpretation in 9 of 14 reagent red cells, 3 equivocals [one equivocal was an fy(a-); jk(a+b+) reagent red cell]and 2 negative results. A service call was made. The issue of unexpected negative reaction for crrid could not be duplicated. Replaced the camera module as a preventative action.